Event description:
It has been reported to philips that the system would not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that system did not start. Fse turned suite pc switched off and on, system shut down and restarted, this process was repeated 3 times without abnormality. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.